Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "noticed foreign matter once unscrewed the red cap on the connecta."

Event description:
It was reported that foreign matter was found before use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "noticed foreign matter once unscrewed the red cap on the connecta."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8219602. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility was subjected to composition testing and found to have a profile consistent with clothing fiber, this likely originated from our manufacturing personnel. To prevent a reoccurrence of this event our faculty have been retrained on good manufacturing practices and, line clearance, and the correct use of gloves and gowns. Conclusion: based on investigation results to date, a probable root cause is related to contact with fibers of clothing, according ftir results, however, this material is charged on bowl feeders to automatic assembly and don't have contact with operator.